Event description:
Patient was having an endoscope. After procedure nurses noticed that cap was missing from endoscope. Provider made aware, patient and family were made aware by provider. Patient was re-sedated, and the cap was retrieved. During a quality protected review of the event, it was noted the item in question, the single use distal cover maj-2315 used with evis exera iii duodenovideoscope tjf-q190v has had several instances of unintended dislodgement and events where both retained and unretained product were noted.